Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation for error b30 was confirmed, however; error e216 was not confirmed. Also, the image noise and image disappearance at angulation failed the error code check. During the inspection it was found that the electrical connector was corroded by liquid intrusion, causing b30 error. Additionally, there was an electrical continuity error due to water invasion. The evaluation also observed; the video connector casing was cracked and leaking, the video board casing was discolored and corroded, the video cable was leaking, the insertion section was scratched, and the grip was slightly discolored and corroded. The universal cord and video cable is pierced and scratched. Due to a crack on the video connector, water tightness was lost. Investigation results: a review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction. During device handling by the user, leakage occurred from the video connector, then water invaded the device. Subsequently, abnormality occurred in electronic parts and error message was displayed. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): "3.3 preparation and inspection of accessories. Insert the endoscope connector completely into the output socket of the light source. 3. Align the mark on the videoscope cable with mark 1 on the endoscope connector and push it in until it stops. Turn the connector of the videoscope cable clockwise until it stops. 5. Confirm that the mark on the videoscope cable is aligned with mark 2 on the endoscope connector." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the bronchovideoscope exhibited communication error codes; b30 and e216. This issue was observed during reprocessing and prior to the diagnostic bronchoscopy procedure as the patient was not under sedation. The procedure was completed using a similar device. There was no patient harm or user injury reported due to the event.